Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication. A technical support specialist remoted into the machine and checked the myqlink and noticed that bin 01-10 had no medication listed in myqlink and drawer 01 had no medication inside and asked the user to check the other location (02-13) and was confirmed that four medications were present there. The medication previously showed an issue quantity of 0; after changed it to 1, which caused a discrepancy and asked the user to issue again after the discrepancy was resolved, but the medication could not be selected, and the issue quantity reverted to 0. I and informed the user to contact pharmacy to report that bin 01-10 was empty and to either restock it or update the location to bin 02-13 where the medication was available. Informed user to send back the cubie to pharmacy to change the cubie size. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to pull medications (65100075100310 - oxycodone 5mg tab) out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.